Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 530mg/dl. The customer previously called to troubleshoot their pump and is calling back to perform a high pressure test which passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer was also advised to follow up with their doctor regarding their blood glucose.